Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered appropriate therapy for ventricular tachycardia (vt) storm and therapy was fully exhausted. The arrhythmia did not convert. The ICD system was later explanted and replaced due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered appropriate therapy for ventricular tachycardia (vt) storm and therapy was fully exhausted. The arrhythmia did not convert. The ICD system was later explanted and replaced due to infection. No additional adverse patient effects were reported.